Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the day after their device was put in led to the patient feeling stimulation in their toes. No steps were taken to resolve the stimulation in the patient's toes and had not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they are feeling uncomfortable, painful stimulation in the wrong location. It was stated that if they sit a certain way they can feel stimulation in their toes since implant on (B)(6) 2016. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.